Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. Conductivity test was performed using a new battery to confirm continuous operation for 13 days and 24 hours of operation after low battery indication. No anomalies found at the time of power activation. Crack confirmed on the upper case. Cracked upper case, key panel, key pad and o-rings were replaced. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached.

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient, the power turned off immediately after the low battery indicator was illuminated. The battery was new. The patient confirmed it to occur every 30 minutes. Device inspection was requested because the power was turning off earlier than expected. The epg was returned for servicing. No patient complications have been reported as a result of this event.